Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who will continue to use current pump for insulin therapy.